Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure, the multi-link would not cross the lesion. Upon removal per instructions for use, the stent separated from the delivery system. A snare device was used to successfully retrieve the stent from the periphery. A second multi-link was successfully implanted. Reported no pt injury was associated with this event.